Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported receiving a signal loss alarm and being unable to obtain sensor results. As a result, customer experienced symptoms described as shaking, fatigue, and a loss of consciousness and was unable to self-treat, requiring treatment of an oral glucose tablet by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. DHR's (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported receiving a signal loss alarm and being unable to obtain sensor results. As a result, customer experienced symptoms described as shaking, fatigue, and a loss of consciousness and was unable to self-treat, requiring treatment of an oral glucose tablet by a third-party. There was no report of death or permanent injury associated with this event.